Event description:
It was reported that head, liner, and cup were revised due to implant failure and patient pain. (B)(4) 2014: the sales rep confirmed that the patient was revised because the cup became loose.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding alleged trident shell loosening was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been one other event for the lot referenced. Per was opened to investigate audible noise. Conclusions: this device and event are determined to be within the scope of CAPA for trident loosening. No further investigation for this event is possible at this time. Additional information, including operative reports, progress notes, x-rays and return of the device would be helpful to investigate the event further. Corrective action: investigations have been conducted on individual product complaints which reported loosening, or poor fixation of trident hemispherical and peripheral self locking (psl) shells. Per our corrective action/preventive action policy and procedures stryker orthopaedics conducted an investigation to evaluate reports of shell loosening involving trident hemispherical and psl acetabular shells. The root cause analysis conducted as part of CAPA determined the root cause of the trident shell loosening is failure to achieve initial biological fixation due to inadequate execution of the recommended surgical technique. Specifically, surgeons were not adequately executing the correct reaming technique required for the preparation of the acetabulum. Stryker orthopaedics created separate and distinct surgical techniques, one for the trident psl shell and one for the trident hemispherical shell in order to clarify the different reaming techniques recommended to achieve initial fixation.

Event description:
It was reported that head, liner, and cup were revised due to implant failure and patient pain. On (B)(6) 2014: the sales rep confirmed that the patient was revised because the cup became loose.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.